Manufacturer narrative:
Product ID: 8781, serial# (B)(4), product type: catheter. The pump was returned, and analysis found overinfusion with an undetermined root cause. Due to imdrf harmonization, some previously submitted device, method, result, and conclusion codes related to this event may have been updated. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a health care provider (hcp) regarding a patient who was receiving dilaudid 1 mg/ml at 0.42 mg/day, compounded baclofen 200 mcg/ml at 84.01 mcg/day, bupivacaine 30 mg/ml at 12.601 mg/day, and clonidine 400 mcg/ml at 168.02 mcg/day via an implantable pump for abdominal/visceral malignant pain. It was reported during a pump refill on (B)(6) 2016, a reservoir volume discrepancy greater than 3 ml was noted. The expected residual volume was 1.8 ml and the actual residual volume was 5 ml. The etiology of the event was noted as related to the device or therapy and not related to the implant procedure. No intervention/action was taken. The outcome was indicated as 'unresolved with no further action planned. Document contained no new information.

Manufacturer narrative:
Previous reg report MFR rec should have been (B)(6) 2018 instead of (B)(6) 2017. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.